Event description:
The customer contact reported unrestricted flow. The device was returned to the biomedical engineering department, as the rn could not get the door of the device to close properly. During testing at the user facility, when the device door was closed, "the pump overdelivered, it emptied the whole bag." There were no reports of any adverse events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.